Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the device longevity was less than four years. The device was explanted and replaced. During the explant, the lv (left ventricular) lead dislodged. The lv lead was explanted, but a replacement lead could not be placed so it too was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.